Event description:
It was reported that pump displayed malfunction code malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump using information provided by technical support, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if any malfunction code recurred.